Manufacturer narrative:
Explanted devices were discarded by the facility.

Event description:
A report was received that a pt had her precision system explanted, due to exposed lead and possible infection.